Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's wife called to report a cracked reservoir compartment. The customer's blood glucose level at the time of event was 177 mg/dl. The caller was advised to revert to ta back-up plan and that the device would be replaced.